Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed some bruising under the left therapy electrode pad. Additionally, the patient reported that she had developed an open irritation under the left therapy electrode pad and under the front, right electrode. The patient's physician prescribed an unknown antibiotic to the patient and the irritations healed.